Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. (B)(4) - additional intervention requried. The device has been received; however, the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned delivery system and stent assembly revealed that the stent assembly was separated from the delivery system. The suture was detached from the push catheter and was not returned for evaluation. The push catheter was kinked and the suture hole was torn. The guide catheter assembly was stretched and broken. The broken distal piece of guide catheter still remained inside the push catheter assembly. The torn suture hole and stretched/broken guide catheter assembly indicate that force was exerted by the user during deployment/retraction of the guide catheter assembly. The distal end of the guide catheter had obvious kinks (suture impressions) which indicate that the suture embedded inside the guide catheter assembly during retraction or deployment activity. This may have potentially caused stretching and/or breakage of the guide catheter assembly and hindered the deployment of the stent during the procedure. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a erbd (endoscopic retrograde biliary drainage) procedure in the bile duct patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter broke as it was being retracted for stent deployment and the stent was unable to be deployed. The broke guide catheter fragment was retrieved from the patient with a balloon catheter the procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a erbd (endoscopic retrograde biliary drainage) procedure in the bile duct patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter broke as it was being retracted for stent deployment and the stent was unable to be deployed. The broke guide catheter fragment was retrieved from the patient with a balloon catheter the procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.